Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the lung on a lobe wedge resection during right video assisted thoracoscopic upper lobe wedge resection, the purple reload came off in the patient¿s cavity and was retrieved through incision. They pulled the lot and stapled below the misfired staple line with a new device to complete the case. There was no patient injury.